Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a covidien dialysis catheter which was being used in conjunction with a non-covidien dual leur lock cap male/female port protector. The customer reported that the port protector was not securing properly onto their pts dialysis catheter. The customer felt the port protector was slightly longer than the previous product in which they had received and it does not feel secure when attached. The customer further reported that the port protector had detached from a pts dialysis catheter while he was at home. This pt developed pericarditis.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.